Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection revealed the locking ring was slightly bent, not adjustable inside tray and slight pit marks centered in tines; which appears to be evidence of tool use. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier - (B)(6). UDI number - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, the locking ring would not spread open for the humeral bearing to snap in. The surgeon attempted to assemble the bearing several times, however was unsuccessful. A new tray was opened and implanted without issue. There were no patient consequences reported as a result of the malfunction. No additional information is available at this time.